Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported difficulties and subsequent treatments appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat de novo lesions located in the circumflex and bifurcation of the circumflex, the left main which was 80% stenosed, and the left anterior descending artery using xience alpine stent delivery systems (sds). Reportedly, a 2.5 x 28 mm and 2.5 x 15 mm xience alpine were attempted to cross; however, neither sds would cross due to the 80% stenosis in the left main. The decision was made to place a 4.0 x 15 mm xience alpine in the left main to facilitate the crossing of the sds. An attempt was made to cross with a 2.5 x 12 mm xience alpine which crossed through the deployed stent easily; however, did not reach the lesion. During retraction of the stent delivery system, the stent implant caught inside the deployed stent causing the stent to dislodge from the balloon. A snare device was used in an attempt to capture the stent implant; however, this failed. A non-abbott balloon catheter was advanced and inflated inside the dislodged stent and the stent was deployed inside the 4.0 x 15 mm stent. The procedure continued on with the successful placement of three non-abbott stents. The patient was stable post-procedure. No additional information was provided.